Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015 the patient underwent pin reinsertion surgery. Diagnostics prior to surgery showed high lead impedance with a value greater than 10,000ohms. Once the lead was reinserted into the generator, diagnostics showed results within normal limits of 3456ohms. The patient¿s settings were turned back on to low settings.

Event description:
It was reported that the patient was implanted on (B)(6) 2015 and at her dosing appointment on (B)(6) 2015 high lead impedance was observed during device diagnostics. Device diagnostics also shows current delivered to be 0.25 even though she is at a 0.50. She is not experiencing any pain. The patient was sent for x-rays but the physician will not be providing them to the manufacturer for review. The patient was referred for surgery. Although surgery is likely, it has not occurred to date.